Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular implant procedure, after implantation, micro markings were observed in the central part of the lens that do not correspond to the toricity markings. The lens was removed during initial procedure and replaced with another lens of the same platform and diopter. The surgeon had to widen the incision to be able to explant the lens in the initial procedure. Additional information has been received and stated that there was no patient harm.

Manufacturer narrative:
Additional information was provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that the procedure was completed on the same day. The patient was recovered.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reported complaint was observed on the returned photo. Provided photo shows an implanted iol. There appear to be dark marks over the iol optic. The location of the marks (anterior or posterior surface) cannot be confirmed from the returned photo. Based on our observation of the attached photo, there appear to be dark marks over the iol optic. The origin of the observed marks cannot be confirmed based on the returned photo alone and without evaluating the physical product. The product was subject to handling and the reported damage was highlighted post implantation. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).